Event description:
Customer reported false negative reaction with a patient with a previously confirmed anti-e to cell# 3 homozygous e donor on the 0.8% resolve panel a lot# vra203. Customer reports all other e positive donors on the listed panel had reacted 1+. Customer ran tests in manual gel with both 15 min and 30 min incubation time with the same negative result. No incorrect or erroneous results have been reported as a result of this concern. All listed ocd products have been confirmed to have normal appearance and have been stored according to the package insert indications.

Manufacturer narrative:
Ocd performed retain testing, batch review, donor history and complaint review by lot. All results were satisfactory. Sample was not available to be sent to ocd for further investigation. (B)(4).